Event description:
Complainant alleged that during a routine shift check by a clinician, device would not power-up. The complainant indicated that there was no pt involvement in the reported malfunction.